Event description:
It was reported that during the implant procedure, a perforation occurred near the superior vena cava (svc) while inserting the right atrial (ra) lead. The lead was removed via thoracotomy, and a new lead was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.